Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23c155av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Cerebral hemorrhage is a known complication associated with the embotrap iii device and is stated in the instructions for use (IFU) as such. There were no alleged quality issues related to the embotrap iii device, as the device performed as intended. The principal investigator (pi) assessed the event of ¿post procedure sah [subarachnoid hemorrhage] and ivh [intraventricular hemorrhage]¿ as possibly related to the embotrap iii study device and possibly related to the primary surgical procedure. Since a cerebral hemorrhage is considered a serious injury, and the correlation between event to the used device cannot be ruled out, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 93-year-old male patient with a history of congestive heart failure, deep vein thrombosis, and hypertension presented with an unwitnessed non-wake up stroke. The last time he was seen well was on (B)(6) 2023 at 21:00 hour. Symptoms were first observed on (B)(6) 2023 at 08:30 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 10:09 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nih stroke scale (nihss) score was 11 and a modified rankin scale (mrs) score of 3 ¿ ¿moderate disability. Requires some help, but able to walk without assistance.¿ on (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy procedure using a 6.5mm x 45mm embotrap iii revascularization device (et309645 / 23c155av) that targeted an occlusion in the right m2 segment of the middle cerebral artery (mca). The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The first pass resulted in an mtici score of 0 with no clot retrieval. A second pass was made and an mtici score of 2b was achieved with clot retrieval in the stent retriever. There were no reported intraoperative device deficiencies. On (B)(6) 2023, the patient experienced post-procedure subarachnoid hemorrhage (sah) and intra-ventricular hemorrhage (ivh). The principal investigator (pi) assessed the event as not serious, mild in severity, possibly related to the study device, possibly related to the primary index procedure. The event was not treated; the patient¿s status is documented in the case report form (crf) as ¿recovering / resolving.¿ the patient¿s 24-hour post-procedure nihss score was 2. The patient was discharged home for self-care on (B)(6)2023 with an nihss score of 2 and a mrs assessment score of ¿3-moderate disability. Requires some help, but able to walk without assistance.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include modified and additional information received on 05-dec-2023. [Additional information]: on 05-dec-2023, modified information was received from the clinical study database. The information included an update to the adverse event term "post procedure sah and ivh" to separate out the two hemorrhage events. The adverse event term "post procedure sah and ivh" was updated to "post procedure sah." The reported intraventricular hemorrhage (ivh) was separated out as its own event. Both events were assessed by the pi as not serious, mild in severity, and as possibly related to the embotrap iii study device, not related to the large bore catheter, and possibly related to the primary surgical procedure. The outcome of both events was updated from "recovering/resolving" to "unknown." Additional information noted in the case report form (crf) at the time of this review (06-dec-2023): on (B)(6) 2023, the patient was discontinued from the study due to completion of the study. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29-nov-2023. [Additional information]: on 29-nov-2023, additional information was received via email from the excellent clinical team. Per the additional information, the 6.5mm x 45mm embotrap iii revascularization device (et309645 / 23c155av) was used for both passes. The location of the subarachnoid hemorrhage was the same location where the study device was used. The intra-ventricular hemorrhage was near the location where the study device was used and was due to stroke / mass effect. There was no device performance issue related to the embotrap iii device during the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include modified information received on 08-dec-2023. [Additional information]: modified information was received on 08-dec-2023. The modified information is related to the outcome of the reported adverse events ¿post procedure sah¿ and ¿post procedure ivh.¿ the outcome of the ¿post procedure sah¿ has been updated from "not recovered/not resolved" to "recovering / resolving." The outcome of the ¿post procedure ivh¿ has been updated from "unknown" to "recovering / resolving." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include modified information received on 25-mar-2024. [Additional information]: modified information was received on 25-mar-2024. The modified information is related to the outcome of the reported adverse events ¿post procedure sah¿ and ¿post procedure ivh.¿ the outcome of the ¿post procedure sah¿ has been updated from ¿unknown¿ to ¿not recovered / not resolved.¿ the outcome of the ¿post procedure ivh¿ has been updated from ¿unknown¿ to ¿not recovered / not resolved.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include modified information received on 31-jan-2024. [Additional information]: modified information was received on 31-jan-2024. The modified information is related to the outcome of the reported adverse events ¿post procedure sah¿ and ¿post procedure ivh.¿ the outcome of the ¿post procedure sah¿ has been updated from ¿recovering / resolving¿ to ¿unknown.¿ the outcome of the ¿post procedure ivh¿ has been updated from ¿recovering / resolving¿ to ¿unknown.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.